Manufacturer narrative:
Manufacturer has attempted follow-ups with the user on the resolution of the infection however currently no information is available.

Event description:
On (B)(6) 2019 senseonics was made aware of an instance where a user developed scar inflammation and blister-like appearance at the site where the eversense sensor was inserted.